Event description:
The customer reported that the images are flickering and when the fluoro button is hit, the image whitens out on the console. The customer completed the procedure on the same machine after shutting the system down and turning it back on. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the high voltage cable. The system still has intermittent video signal. Next, he replaced the ccd camera, and video controller. The system operates as intended.